Event description:
It was reported to philips that the system was not booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A field service engineer (fse) visited the site and confirmed that main system software was failing to boot. The fse reinstalled the suite pc and reloaded the software of complete system. Despite maintaining the system under observation, the issue reoccurred. The fse then replaced the ny15 pdu control unit and performed a software download to the board. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.